Manufacturer narrative:
The event was reported to have occurred on an unreported date before (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause was due to fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug infusion (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn. No additional information is available as the reporter declined follow up.